Event description:
New information received indicated that programming changes were made to resolve the issue. There were no patient consequences noted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that ventricular under-sensing was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.